Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure when tightening the double spine clamp the hole screw mechanism was loose. Site used another clamp to complete the procedure. There was no delay to procedure. No impact on patient outcome.